Event description:
The reporter stated that the surgeon inserted a 22.5 diopter cq2015 three piece collamer lens. The lens trailing haptic tore from the optic. The lens was cut into pieces to remove from the eye. No patient injury. Surgery was completed with another lens. The injector was the cause of the lens tear.

Manufacturer narrative:
H3 the product pertaining to this complaint was not returned for evaluation. However the lens was returned and visual inspection showed that the one lens haptic was torn off and the lens optic was torn.